Event description:
Boston scientific received information that this patient was lost to follow-up since implant. This right ventricular (rv) lead and competitor device exhibited some high out of range shock impedance measurements. The device was reprogrammed and the patient will be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.